Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system cannot boot up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the leds indicated host pc was on, but data monitor was still in black and after shutting down host pc for a long time the system can start up normally. The defective host pc was returned for failure analysis and confirmed that the cmos battery had issue. Fse replaced host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer visited the site and replaced the device's host computer. The device was returned to expected functionality.